Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized with intermittent anterior cardiac discomfort, chest pain and chest distress. The patient underwent coronary angiography and percutaneous intervention on (B)(6) 2015. A 3.0 x 23 mm xience xpedition stent was implanted in narrow proximal left anterior descending (lad) artery, and a 2.25 x 23 mm xience xpedition stent was implanted in narrow middle lad. The patient recovered and discharged on (B)(6) 2015. The patient was re-hospitalized on (B)(6) 2016 with intermittent chest distress and stuffiness which was treated with medication. No coronary angiography was performed. The patient was discharged on (B)(6) 2016. Per the physician, the relationship between the event and the device cannot be determined. No additional information was provided.